Event description:
Customer reported that she was programming an old insulin pump and she received an alarm. Blood glucose value is 130 mg/dl. Device was stored without a battery for an extended period of time. Customer state a temporary basal was not programmed before the alarm. Customer was explained that the device experienced an unexpected restart. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.